Event description:
--

Event description:
Boston scientific received information that this communicator power cord was noted to be hot to the touch by the patient. No deformations to the cord or communicator were reported and no one was hurt or burned in the field. No adverse patient effects were reported.

Manufacturer narrative:
Additional vendor analysis confirmed the observation of a hot and melted power cord brink similar to analysis at boston scientific. It was determined that this device failure occurred due to a fault in a q3 component and bad cold solder joints which resulted in unstable voltage levels.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initially visual inspection revealed no physical damage. However, during testing when the power brick was plugged in, it reached temperatures of 100.7 degrees celsius and the power plug melted the insulation. With a replacement power brick the communicator passed all baseline tests. The device was forwarded for outside analysis for further testing.